Event description:
It was reported that during treatment the drainage was connected to the renasys touch pump without the softport. The pump sounds an alarm of blockage. There was a delay greater than 30 minutes and no harm or injury reported.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Per email communication, the device or further information was not available. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. As no part or batch/lot numbers were provided, a review of the device history was not possible. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The complaint history review was performed across renasys product family, with further instances of the reported event in the past years. Potential causes for the issue reported are: the device has detected a blockage within the canister or the tubing, or the internal canister filter is covered with exudate. The IFU offers further assistance. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.